Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that spo2 decreased after changing into man mode. The patient was intubated again and became low oxygen. Now, the patient was in ICU.

Manufacturer narrative:
The case in question could be reconstructed based on the device log file. On the date of the reported event the system test was successfully completed at 7:23. The relevant case was started at 8:00 using man/spont and was continued in pressure control at 9:33. Ventilation was unremarkable and stable with adequate fio2 levels until approx. 21:24 when the user switched to man/spont mode. The following manual ventilation was highly restricted and several apnea alarms were given. At 21:29 the device alarmed fio2 low for the first time. The next 20 minutes the situation remained unchanged when fio2 rapidly increased to 95% and an adequate pressure built-up was possible again. At 21:53 ventilation was continued using pressure control again and the procedure was finished at 22:15 when the device was switched to standby. According to the log file evaluation no indication for a technical malfunction of the device could be determined. It can be concluded that automatic ventilation was unremarkable during this long case and that manual ventilation was possible at least during induction. The hospital further stated that the use of low flow anesthesia maybe has led to an increased condensation inside the circuit and to an occlusion. This fact can be taken as an indication to explain the situation which was observed between 21:24 and 21:49. Possibly due to a moveable occlusion of the breathing circuit caused by the high amount of condensed water a kind of pendulum breathing took place leading to the situation reported. But finally a clear root cause cannot not be determined. The device has behaved as specified and has posted corresponding alarms as described above to inform the user about the situation at any time.

Event description:
Please refer to the initial report.